Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Her basal was running at 140 percent and her blood glucose level was 400 mg/dl. The insulin pump reset when it alarmed motor error. She tried to prime the tubing but received another motor error alarm. In the alarm history a motor position encoder error and two motor error alarms were found. When her blood glucose level went up she took insulin shots, increased her basal to 120 percent, changed the site three times, and then her basal went to 140 percent. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor anomaly. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with minor scratches on lcd window, cracked case at reservoir tube window corners, belt clip slot and cracked battery tube threads.